Manufacturer narrative:
At this time, the lead remains capped and implanted. If the lead is explanted is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that that this pacemaker and right atrial (ra) lead had a lead safety switch for out of range impedance values. During a revision for normal battery depletion, the lead was surgically capped and replaced. Additional information was requested for actual impedance values. No additional adverse patient effects were reported.

Event description:
Additional information was received that the atrial lead had loss of capture and impedance values of 770 ohms (in unipolar) prior to the revision.